Manufacturer narrative:
Block b3: exact date unknown, event date used was explant date.

Event description:
It was reported that the patients ipg was not functioning as expected. The patient underwent an ipg replacement procedure.